Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch:7126163 / 7126204.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempt. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned as they were discarded by the medical facility.